Event description:
Bayer case number: (B)(4). The essure insert has migrated into the uterus [partial expulsion of device] pain in plevis [pelvic pain female] chronic tiredness [tiredness] kidney pain [kidney pain] weight gain [weight gain] muscle pain [muscle pain] impaired balance [balance impaired nos] difficulty concentrating on simple task [concentration impairment] dry skin [dry skin] itching [itching] eczema [eczema] urticaria [urticaria] white pimples [pimples] sight disorder [visual disturbances] vision impairment with new vision correction [visual impairment] joint pain [joint pain] hip pain [pain in hip] coccyx pain [coccyx pain] dorsal pain [dorsal pain] lumbalgia [lumbalgia] sacrum pain [sacral pain] repeated fractures [multiple fractures] loss of balance [loss of balance] case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("the essure insert has migrated into the uterus") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2023, 4340 days after essure insertion, she experienced fatigue ("chronic tiredness"). On unknown date she experienced device expulsion (seriousness criterion intervention required), pelvic pain ("pain in plevis"), renal pain ("kidney pain"), myalgia ("muscle pain"), balance impaired nos ("impaired balance"), disturbance in attention (" difficulty concentrating on simple task"), dry skin ("dry skin"), pruritus ("itching"), eczema ("eczema"), urticaria ("urticaria"), acne ("white pimples"), visual disturbances ("sight disorder"), visual impairment ("vision impairment with new vision correction"), joint pain ("joint pain"), pain in hip ("hip pain"), coccydynia ("coccyx pain"), dorsal pain ("dorsal pain"), lumbalgia ("lumbalgia"), sacral pain ("sacrum pain"), multiple fractures (" repeated fractures") and loss of balance ("loss of balance") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). At the time of the report, the device expulsion had resolved. The outcomes for pelvic pain, fatigue, renal pressure was removed on (B)(6) 2023. In, weight increased, myalgia, balance impaired nos, disturbance in attention, dry skin, pruritus, eczema, urticaria, acne, visual disturbances, visual impairment, joint pain, pain in hip, coccydynia, dorsal pain, lumbalgia, sacral pain, multiple fractures and loss of balance were unknown. No causality assessment was received for essure with regard to fatigue, renal pain, weight increased, myalgia, balance impaired nos, disturbance in attention, dry skin, pruritus, eczema, urticaria, acne, visual disturbances, visual impairment, joint pain, pelvic pain, pain in hip, coccydynia, dorsal pain, lumbalgia, sacral pain, device expulsion, multiple fractures or loss of balance. The reporter commented: date of occurrence: (B)(6) 2023. Period of occurrence: as of 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [X-ray] on (B)(6) 2023: the two essure processes are visible in this image taken in the standing position, one in the median position and the other in the right paramedian position. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). The essure insert has migrated into the uterus [partial expulsion of device] pain in plevis [pelvic pain female] chronic tiredness [tiredness] kidney pain [kidney pain] weight gain [weight gain] muscle pain [muscle pain] impaired balance [balance impaired nos] difficulty concentrating on simple task [concentration impairment] dry skin [dry skin] itching [itching] eczema [eczema] urticaria [urticaria] white pimples [pimples] sight disorder [visual disturbances] vision impairment with new vision correction [visual impairment] joint pain [joint pain] hip pain [pain in hip] coccyx pain [coccyx pain] dorsal pain [dorsal pain] lumbalgia [lumbalgia] sacrum pain [sacral pain] repeated fractures [multiple fractures] loss of balance [loss of balance]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6)2024. The most recent information was received on (B)(6)2024. This spontaneous case was originally reported by a consumer and describes the occurrence of device expulsion ("the essure insert has migrated into the uterus") in a 42-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2011, the patient had essure inserted. On (B)(6)2023, 4340 days after essure insertion, she experienced fatigue ("chronic tiredness"). Essure was removed on (B)(6)2023. On unknown date she experienced device expulsion (seriousness criterion intervention required), pelvic pain ("pain in plevis"), renal pain ("kidney pain"), myalgia ("muscle pain"), balance impaired nos ("impaired balance"), disturbance in attention (" difficulty concentrating on simple task"), dry skin ("dry skin"), pruritus ("itching"), eczema ("eczema"), urticaria ("urticaria"), acne ("white pimples"), visual disturbances ("sight disorder"), visual impairment ("vision impairment with new vision correction"), joint pain ("joint pain"), pain in hip ("hip pain"), coccydynia ("coccyx pain"), dorsal pain ("dorsal pain"), lumbalgia ("lumbalgia"), sacral pain ("sacrum pain"), multiple fractures (" repeated fractures") and loss of balance ("loss of balance") and was found to have weight increased ("weight gain"). The patient was treated with surgery (to remove essure). At the time of the report, the device expulsion had resolved. The outcomes for pelvic pain, fatigue, renal pain, weight increased, myalgia, balance impaired nos, disturbance in attention, dry skin, pruritus, eczema, urticaria, acne, visual disturbances, visual impairment, joint pain, pain in hip, coccydynia, dorsal pain, lumbalgia, sacral pain, multiple fractures and loss of balance were unknown. No causality assessment was received for essure with regard to fatigue, renal pain, weight increased, myalgia, balance impaired nos, disturbance in attention, dry skin, pruritus, eczema, urticaria, acne, visual disturbances, visual impairment, joint pain, pelvic pain, pain in hip, coccydynia, dorsal pain, lumbalgia, sacral pain, device expulsion, multiple fractures or loss of balance. The reporter commented: date of occurrence: (B)(6)2023. Period of occurrence: as of 2012. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 70 kg. [X-ray] on (B)(6)2023: the two essure processes are visible in this image taken in the standing position, one in the median position and the other in the right paramedian position quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 13-oct-2024: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.